Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right ventricular channel. Due to this, an inappropriate burst of anti-tachycardia pacing (atp) was delivered. Reprograming of options of the device were discussed. This device remains in service. No further adverse patient effects were reported.